Manufacturer narrative:
Findings: unit received with missing retainer ring and reservoir tube o-ring. Unit received with cracked select button at keypad overlay. Unit received with minor scratched lcd window and case.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer stated that the reservoir would fall off and not lock into place. The customer's blood glucose level was 7.7 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.